Event description:
It was reported that the implantable cardloverter defibrillator (ico) and non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Alerts were produced in the remote monitoring system for this issue. It was noted the device was implanted recently as a replacement for the non-boston scientific ico and the lead had been implanted since 2010. Technlcal services reviewed the available data and noted the other lead diagnostics were normal and there were no stored episodes showing any noise. It was recommended to see the patient in the clinic for troubleshooting, to see if any noise could be provoked with patient movements and pocket manipulation, and by taking continuous impedance measurements to see if the out-of-range values could be reproduced. Technical services discussed that if troubleshooting did not reveal any evidence of impairment, the lead could continue to be monitored. The physician questioned a dented or damaged terminal pin, and technical services discussed the potential for impedance jumps related to microparticles causing intermittent contact with non-boston scientific is-1 terminal pins in the header of a boston scientific device. No adverse patient effects were reported. The device and competitor's lead remain implanted and service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).